Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer on 2019-apr-08. When asked to clarify the report that something was "messed up" with the catheter, it was clarified that the catheter hurt the patient's lower back and the issue was not determined. No actions or interventions were taken at present to resolve the catheter issue. It was not determined if the pump was confirmed to be empty, and the pump had not been removed at present. The patient had been unable to find anyone who could take the pump out that took their insurance, and the patient was in horrible pain. The pump would go off every 15 minutes and the patient did not know what else to do at this point.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 06-aug-2016, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving dilaudid 10mg/ml at 3.300mg/day via an implantable pump. The indication for use was spinal pain. On (B)(6) 2019 the patient reported that their pump was alarming. Per the patient it¿s a single tone alarm that she can barely hear, it was the low reservoir alarm. The patient had missed their refill. The patient stated that she was having a real hard time finding a healthcare provider that was willing to work with their insurance. The patient had to stop seeing their previous physician due to transportation issues, the only day he would see her were days she couldn't get there. The patient inquired how much time she had between a low reservoir and empty. The patient requested physician listings. Additional information was received on (B)(6) 2019 that reported that the patient believed her pump had gone completely dry and she had gone through withdrawals and detox completely by herself. The patient stated that this was so painful, something was messed up with the catheter and she was in so much pain that she wanted the pump removed or refilled. The patient stated that she hurts so bad she can't even think. The patient had gone to the ER (emergency room) two times but they would not remove the pump and the listings for physicians the patient had tried would not remove the pump. She had tried the physicians on the listing provided but none take the patient¿s insurance. No further complications were reported.

Manufacturer narrative:
Product ID 8780, serial# (B)(4). Product type catheter. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.